Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A nurse reported a system message displayed and the system locked prior to surgery. The patient had already received peribulbar anesthesia when it was decided to cancel the case. There was no harm to the patient.